Event description:
The patient had a pump in their back. At different times the patient kept telling their healthcare provider that ¿it ain¿t working¿. The patient confirmed their pump did not work. The pump was removed. They stated they did not remember anything for five or six days. The patient stated ¿it almost killed me¿. The medication used within the system was unknown. Please see manufacturer¿s report # 3007566237-2013-02356 regarding infection and removal of the pump implanted on the patient¿s side.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).